Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the two stations were not profile mode. A technical support specialist (tss) reached out to the ae to confirm the customer¿s contract status. Then the tss coordinated with the implementation manager and the stations were set to profile. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not on profile mode. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.